Event description:
The rptr stated the surgeon implanted a 13.7mm vicm13.7 implantable collamer lens in the pt's right eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. The lens was exchanged for a shorter length lens. Te pt's last visit on (B)(6) 2012, ucva was 20/20.

Manufacturer narrative:
(B)(4): secondary surgery; excessive. (B)(4).